Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were provided for further evaluation. Also one photograph depicting the location of the reported defect was also provided. The sets were visually evaluated with no defect observed. In attempts to replicate the defect, the set was attached to an IV bag and gravity primed with no leak viewed from puncture site or set itself. Based on the results of the evaluation the set was determined not to be a factor of reported leakage and defect could not be confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph was provided for the evaluations. No sample was provided for evaluation. A visual evaluation was performed on photograph and it is difficult to see the leaking on spike via the photo. Based on the results, the reported defect of leaking was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that the tubing leaked during infusion with etoposide, doxorubicin and vincristine combination. No injury reported.